Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the distal end plastic cover was detached a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the reported device issue was not noted on inspection. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchovideoscope encountered an unknown scope error. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.